Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device had cracked belt clip slot, cracked case near display window corners, cracked reservoir tube, cracked reservoir tube lip, and cracked reservoir tube window noted. No crack on display window noted.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer also reported a damaged reservoir window. It was also found there was a crack present on the display. Customer's blood glucose was unknown at the time of the call. The customer agreed to return the insulin pump for analysis.